Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after one to two hours working perfectly, the device¿s jaws stuck together. When the surgeon made the movement to open the jaw, the jaw broke. One of the laterals of the jaw is partially separated from the jaw in the back side. It stands in the front of the jaw and could not be resituated in its normal position. The jaws could not close and another device was used in order to complete the case. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The product in the picture did not meet specification. The reported condition of device broke during application was confirmed. The reported condition of device was difficult to open and close could not be confirmed from the picture provided. From the picture provided, visual inspection found the bottom jaw over mold and seal plate were damaged. The over mold and seal plate were lifted from the device jaw. The damage to the jaw's over mold and seal plate likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The IFU states, close jaws using device lever before insertion/extraction in the trocar. No update to the risk management file is required at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the bottom jaw over mold was damaged and the seal plate was lifted up from the device jaw. The reported conditions were confirmed. The investigation found the bottom jaw over mold was damaged and the bottom jaw seal plate was lifted up from the jaw. The lifted seal plate caused the jaws to be difficult to close. The damage to the jaw's over mold and seal plate likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instruction for use (IFU) states, close jaws using device lever before insertion/extraction in the trocar. No update to the risk management file is required at this time. Manufacturing non-conformance were reviewed. No entries pertinent to the customer's report were noted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after one to two hours working perfectly, the device¿s jaws stuck together. When the surgeon made the movement to open the jaw, the jaw broke. One of the laterals of the jaw is partially separated from the jaw in the back side. It stands in the front of the jaw and could not be resituated in its normal position. The jaws could not close and another device was used in order to complete the case. No piece detached from the device. There was no injury caused to the patient and no medical intervention was required.